Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, issues related to the blower assembly, thermistor, sensor pca and oxygen blending module manifold were observed. These components were replaced to address the issues.